Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
During dcr (dacryocystorhinostomy) procedure, the tip of the bur was broken. No patient impact or injury; no broken pieces inside the patient's body. The procedure was completed using a back-up product.

Manufacturer narrative:
One opened sample, part number 1883673hs, from lot number 0214261168 was received. There was a residue consistent with biological contaminants on the device. The inner shaft broke 0.672¿ from the distal face of the inner hub. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was deformation of the front hub consistent with aggressive use. There were striations around the outside diameter of the break point indicating metal on metal contact. There was some compaction of biological contaminants in the diamond grit of the cutting tip which may have resulted in the customer applying more pressure to maintain performance. The information indicates excess pressure was applied during use which caused the deformation of the locking area; which then caused the inner shaft and outer tube to rub together until the inner shaft broke. There was no evidence of heat discoloration or deformation and the breakage would have been contained by the outer tube and the handpiece. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.